Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned with the helix fully extended. Electrical testing determined that continuity was complete and resistance within specifications. Blood/body fluid was present in the distal conductor (not obstructed) at the electrode end. Blood in the distal conductor may have entered through the is-1 pin since no insulation breaches were observed. The defib conductor was distorted at 46 centimeters. The helix was bent and stretched. Blood and tissue on the helix may have caused the helix not to retract.

Event description:
It was reported, during an implant procedure, positioning difficulties were encountered. The physician attempted numerous times to push the lead into the ventricle and all times the lead became caught on the tricuspid valve. Therefore the lead was explanted and the helix was observed fully extended. However, it was noted the helix was not extended when initially implanted. The rotation tool was never used. There was no report of additional action taken for removal of the device, and as well, no patient complications have been reported as a result of this event.